Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, interrupted activation message occurred during the monopolar activation. The customer confirmed the occurrence of error c-34. The customer stated that monopolar energy was intermittent and was not aware of energy activation cable. The customer was continuing with the procedure robotically. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the integrated electro surgical unit (iesu) to resolve the errors. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint. The unit was analyzed, and failure analysis investigation replicated/confirmed the reported error. The unit was placed on an in-house system and was run in normal mode. On startup, the unit displayed error c-34. The complaint was confirmed based field evaluation and failure analysis.